Event description:
During a gastrectomy procdure, the staple malformed at 1st firing (open shape). Some part of the staple line had staple malformed, but the other part had "b" shaped staples. The procedure was completed by additional suture. There was no patient consequence.